Event description:
Medtronic received a report that in a strong internal carotid artery (ica) tortuosity case, due to deployment failure at the distal part of the stent and the proximal part of the cs curve, it was replaced with another size. There was deployment failure at the shaft center part and the distal stent part. Due to pipeline stent deployment failure, when it was repeatedly resheathed with a microcatheter, the catheter was worn out and no longer usable. There was catheter resistance in the distal shaft. The phenom microcatheter was also replaced with another lot, and when it was deployed again, it was successfully placed. No patient symptoms or further complications were reported as a result of this event. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved indication. The pipeline was positioned in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. There was use of additional wires or catheters in attempt to deploy the stent. The pipeline was resheathed and retrieved from the patient's body with the microcatheter. The patient was undergoing surgery for flow diverter placement in an aneurysm treatment of a saccular, unruptured aneurysm located in the left ic-cs with a max diameter of 6mm and a 4mm neck diameter. The access vessel was the internal carotid artery (ica) with a diameter of 4.5mm. The landing zone was 3.5mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was strong. Dapt (dual antiplatelet treatment) was administered. Pru level was 300. The postoperative findings related to blood flow imaging were normal.

Manufacturer narrative:
Initial reporter information not provided due to region's patient privacy laws.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.